Event description:
While removing the device from the package, it was noticed that the stent was flared at proximal and distal edges. The product was not clinically used and will be returned for analysis.